Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump alarmed no delivery. Customer's blood glucose was 128 mg/dl. Customer stated that the alarm was resolved by an infusion set change. Customer does not want to return the infusion set and reservoir. The customer was advised call back once issue reoccurs in order to troubleshoot. No further information provided.